Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm while hiking in 80 degree weather. The customer was ultimately able to clear the alarm and resume insulin delivery. Customer's blood glucose level was 116 mg/dl.